Event description:
During the implant of this device, the physician was having trouble getting the atrial lead in the header. Finally, after using silicone oil the lead was attached and functioning. During the device check the next day, it appeared that the atrial lead was not functioning properly. The physician decided to replace the device due to a possible atrial port issue. Another ICD was implanted and the physician noted that the atrial lead attached just fine now. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bos. The device was implanted for 4 days and 5 charging cycles were recorded to the device memory. The header of the ICD was visually inspected. Residue of coagulated blood as well as silicon oil was found in the is-1 header bore of the ra-channel. No other deviation was noted, particularly all screws functioned correctly and header dimensions were as specified, test electrodes could be connected without issue. Next, a dedicated sensing test was performed, and the device sensed the attached heart signals free of noise. The memory contend of the ICD revealed an atrial pacing impedance of '<200 ohm' between (B)(6) 2014. Therefore, a test of the impedance measurement functions was performed. All impedance measurement functions were normal and as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device was fully functional. Particularly, the sensing and impedance measurement functions were normal and as expected. There was no indication of device malfunction.

Manufacturer narrative:
(B)(4).